Manufacturer narrative:
The lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one week post-implant the patient presented to the hospital with an atrial lead perforation. Intervention was performed and the lead was explanted and replaced with another manufacturer's lead.